Event description:
Telemetry issues (missing patient data) various callers various floors. Including patient data loss. Opened case with philips. Unit began losing data. Got several calls from monitor techs. Some servers rebooted. Unit began working on its own. Phillips was called for repair. Philips physio servers x 5 were evaluated by philips and found to have a very large of information stored on them causing performance issues and causing small amounts of patient data to be lost. A script was loaded by philips remotely to address the problem as a temporary fix. The longer-term fix is being vetted via the FDA and once approved will be applied after planning and approval from our clinical teams.